Event description:
It was reported that there was a revision of the t2 femoral rod. The surgeon went in and retracted the nail, distal screw. Was not healed correctly and the screws broke.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be submitted on a supplemental. Device will not be returned.